Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/30/2009 and 04/01/2009 by phone, fax, and mail. Additional info was received on 04/03/2009. This report was mailed to FDA on: 04/24/2009.

Event description:
A surgical coordinator reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, it was indicated that the event was "not a complication or complaint" and that the pt is "not unhappy" with the result.